Manufacturer narrative:
Investigation results were made available. Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pin of rasp broken. A trend is identified if at least one of the following criteria is met: - 3 similar events within 1 month for the same item number - 6 similar events within 6 months for the same item number - 2 similar events for the same lot number review of event description: a fitmore rasp size b7 (ref: 01.00559.207 lot: 07.2409108) has been received. It has been reported that the connection pin broke when preparing the femur. It was stated that it took about 1 hour to remove the rasp from the femoral canal. Since it was the end rasp, the surgeon tried to work with as little bone loss as possible. Therefore, the surgeon tried to remove the rasp with a drill-hole. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the fitmore rasp shows some normal signs of usage. It can be seen that the connection pin broke off. Further, damage around the connection pin area can bee seen, which might have occurred during the removal of the rasp e.g. With help of a tong, after the connection pin broke off. Also it can be seen that after the pin broke off, a hole was drilled in the position were the pin was located. The purpose of the hole was, as the surgeon described, to help removing the rasp. Measurements: to ensure the connection pin has correct dimensions, the relevant characteristic according to the inspection plan were measured. Characteristic no. 4 feature ¿aussen durchmesser 7.341 (±0.025) mm" -specification: max. 7.366mm / min.7.316mm -measured value: 7.32 mm -conclusion: even after several years of market use (rasp manufactured in 2007), the diameter of the pin is within the tolerance. Review of product documentation: inspection plan: - characteristic no.4 feature ¿aussen durchmesser 7.341 (±0.025) mm" with scope of testing: 100 %. Means of inspection: micrometer gauge - characteristic no.1 feature ¿funktionsprüfung" with scope of testing: 100 %. Means of inspection: gauge 25-2003-916-01 root cause analysis: root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance -> not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient -> not possible as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) -> not possible as no corrosion can be seen on the instrument. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the pin is broken it could be possible that abnormal forces occurred on the rasp and pin during application. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling -> possible, as it cannot be excluded based on the available information - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling -> possible, as a deterioration in function as a result of repeated use cannot be excluded. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the connection pin is broken, the rasp could not be connected to the corresponding handle any longer. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination did confirm that the connection pin broke off. A possible root cause could be related to the age of the rasp (rasp manufactured in 2007). The material might have weakened slightly due to repetitive use over a timeframe of 10 years. Further, it is possible that abnormal forces have been applied on the rasp and pin during application. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Additionally, no further events have been reported for the product number as well as lot number. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the fitmore hip stem, trial rasp, b/7 broke when the femur was being processed. It took 1 hour to remove the rasp from the femoral canal. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.